Event description:
It was reported that the ilet bionic pancreas lost connection to the dexcom g7 continuous glucose monitor (cgm) while the dexcom g7 mobile app remained paired, which led to the pump displaying that dosing would stop soon; the user was instructed to enter a blood glucose value into the pump, toggle the pump communication, and re-enter the sensor code, and no third device was connected. No reported symptoms. Outcomes included temporary interruption risk to insulin delivery until manual intervention restored function. Investigation included customer troubleshooting and education to restore communication between the ilet and the dexcom g7. Investigation of this case revealed that communication was re-established after the user re-entered the sensor code and cycled the pump connection. It was concluded that the event was due to transient cgm-to-pump communication loss with resolution through standard troubleshooting, and no further clinical intervention was required.